Event description:
The customer reported that while the iabp was in use on a pt, the iabp shut down without any alarm or warning. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The device history record (DHR) for the iabp has been reviewed. There are no nonconformances noted in the DHR related to the reported event. A company service representative evaluated the iabp. He could not duplicate the reported failure. The system was tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).